Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 289mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Insulin pump had minor scratches on lcd window, battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube. Insulin pump was unable to perform the prime test, excessive no delivery alarm due to motor error alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.